Event description:
Boston scientific crm received information that during tunneling with this attempted 4543 left ventricular (lv) lead, the terminal pin broke. The lead was removed and successfully replaced by a new lead. No adverse patient effects were reported.

Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, this report will be updated.

Event description:
--

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead confirmed the lead tip was fractured 8 mm from the terminal pin. The damage was likely induced by a grabbing tool used during the proceure. No further functional testing was performed.